Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the tubing separating and leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that an alarm for air in the line sounded, and removing the as lvp 20d 2ss cv tubing from the pump channel-latch to fix it caused the tubing to separate at the lower segment. This caused ganciclovir chemo to spill out onto the nurse and the floor. The following information was provided by the initial reporter: "IV medication (ganciclovir) was running for short time when pump began to alarm air- in line. Rn went to fixe air-in line; when rn removed tubing from the pump channel- latch, the tubing separated at the lower segment- from above the air sensory (safety clamp-latch mechanism). This resulted in the IV medication spilling on rn and floor. Medication deemed chemo spill."